Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® k3e 7.2 mg plus blood collection tubes there was false thrombocytopenia on the results provided. There was a presence of platelet aggregates on the blood smear. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the problem encountered is the observation of false thrombocytopenia on the results provided by the nf automaton. The assertion takes place by observing the presence of platelet aggregates on the blood smear. Out of 8 employees, we sampled one edta tube batch 9114632 (mention 'old' on plc results) and one edta tube batch 9148651 (other batch we had in stock, mention 'new' on plc results) in the laboratory. For 7 patients, there is no significant difference between the 2 tubes and for one (cht), there is a significant difference only on the platelets (51 g/l old versus 259 g/l new).

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. Bd was unable to duplicate or observe the customer¿s indicated failure (erroneous results), the defect was not evident in the testing of either the retention or customer lot samples. Retain, customer and control samples tested were acceptable in terms of both precision and accuracy. No visual platelet clumping was observed in the microscopic platelet evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. It is recommended that a discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see h.10.

Event description:
It was reported that after use of the bd vacutainer® k3e 7.2mg plus blood collection tubes there was false thrombocytopenia on the results provided. There was a presence of platelet aggregates on the blood smear. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the problem encountered is the observation of false thrombocytopenia on the results provided by the nf automaton. The assertion takes place by observing the presence of platelet aggregates on the blood smear. Out of 8 employees, we sampled one edta tube batch 9114632 (mention 'old' on plc results) and one edta tube batch 9148651 (other batch we had in stock, mention 'new' on plc results) in the laboratory. For 7 patients, there is no significant difference between the 2 tubes and for one (cht), there is a significant difference only on the platelets (51 g/l old versus 259 g/l new).